Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The service technician was able to verify customer's reported problem. Connected o2 and a loud noise emitted from the vent. Internal inspection revealed disconnected pt5 transducer port on analog board. Connected o2 blender pisco connector to pt5 transducer port and reported problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that an internal leak was heard on lap top ventilator 1200 when plugged into 50 psi oxygen source and fraction of inspired oxygen setting was unknown. The customer confirmed that there was no patient involvement associated with the reported event.